Manufacturer narrative:
It could not be confirmed which of the two clips experienced the single leaflet device attachment; therefore, the UDI and lot history record review are provided for both clips. The results are as follows: part / lot: cds0601-ntr/90423u167. UDI number: (B)(4). Expiration date: 24-apr-2020. Date of manufacture: 25-apr-2019. Part / lot: cds0601-xtr/90725u166. UDI number: (B)(4). Expiration date: 26-jul-2020. Date of manufacture: 26-jul-2019. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issues. A review of the complaint history did not identify any similar incidents for the reported lots. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the available information, the reported single leaflet device attachment (slda) was due to anatomical challenges. The reported worsening mr was a result of the reported slda. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that on (B)(6) 2019, two mitraclips (ntr, xtr) were implanted to treat grade 4 mixed mitral regurgitation (mr), reducing mr to grade 1. On (B)(6) 2020, echocardiogram noted that mr increased to moderate. A late single leaflet device attachment (slda) was suspected, with the clip possibly detaching from the anterior clip. It was noted that the lateral clip had possibly detached; however, it was not known which one of the implanted clips was implanted at the lateral position. No intervention was performed. No additional information was provided.